Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this system was explanted due to infection and one of the two leads was exposed out of the skin. Patient has been on antibiotics for 2 weeks and will get IV antibiotics after the procedure.